Event description:
Healthcare professional reports approximately 8 months after injection with juvederm voluma, patient developed a painful bump on the left cheek. Patient self treated with betapred and antibiotic for 10 days prior to reporting event to the healthcare professional. Upon review with the healthcare professional, patient still had the bump. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event product or patient details has been requested. No additional information is available at this time. The event of painful bump is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.